Manufacturer narrative:
Follow up information received on 26-apr-2016: legal claim was received for this patient; this case is considered legal case from this date forward. Essure was implanted on or about (B)(6) 2007. After being implanted with essure, the plaintiff began to suffer from severe pelvic pain, extreme menstrual changes accompanied by blood clots, skin irritation, hair loss, dizziness, extreme fatigue, weight gain, insomnia, vaginal discharge, and dental issues. Plaintiff had to have a hysterectomy as a result of essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer/plaintiff who had hives after essure (fallopian tube occlusion insert) insertion. The device was removed and she recovered from the event. The reported event is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include hives (urticaria) that resolve after device removal. In this particular case, consumer had 2 nickel allergy tests; one before and one after essure removal and both came negative. Although a nickel allergy was not confirmed in this case; considering the positive temporal relationship and dechallenge reported by the consumer; causality between her hives and the suspect insert cannot be excluded. Additionally, consumer reported bloating and pain with device therapy, which also recovered after removal. Based on this information and events nature; they were also considered as related to the suspect insert. Since device removal was required, this case was regarded as incident. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case FDA-2014-n-0736-2580, awareness date 01-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Additional information received on 23-nov-2015. Consumer reported she had essure for 6 1/2 years and had horrible side effects from it. She had hives until removal. She was required before getting essure to get a nickel allergy test and it was negative. Her hives left after removal. She had allergy testing after removal and was still negative for a nickel allergy. Consumer also had extensive hair loss with essure. She was diagnosed with a telogen effluvium. Once essure was removed, her hair came back. She had pain that went away after removal. She had bloating that also went away after removal. Product technical complaint (ptc) investigation result received on 23-nov-2015 ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had hives after essure (fallopian tube occlusion insert) insertion. The device was removed and she recovered from the event. The reported event is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include hives (urticaria) that resolve after device removal. In this particular case, consumer had 2 nickel allergy tests; one before and one after essure removal and both came negative. Although a nickel allergy was not confirmed in this case; considering the positive temporal relationship and dechallenge reported by the consumer; causality between her hives and the suspect insert cannot be excluded. Additionally, consumer reported bloating and pain with device therapy, which also recovered after removal. Based on this information and events nature; they were also considered as related to the suspect insert. Since device removal was required (intervention implied), this case was regarded as incident. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.